Event description:
It was reported that the patient's left knee was revised due to infection. A washout was performed and a 6x9 ps insert was exchanged for a new 6x9 ps insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: a washout with revision of a polyethylene is reported. No medical records were provided for review. Unlabeled/undated x-rays show a stable cemented ps triathlon knee. Event confirmation: the event cannot be confirmed as no medical records were provided to document the event. Root cause: the root cause of the revision was noted to be infection. However, the event cannot be confirmed and thus a root cause cannot be ascertained. -product history review: a review of the device history records could not be performed as lot code information was unknown. -complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. A review of the provided medical records by a clinical consultant indicated: conclusion/assessment: a washout with revision of a polyethylene is reported. No medical records were provided for review. Unlabeled/undated x-rays show a stable cemented ps triathlon knee. Event confirmation: the event cannot be confirmed as no medical records were provided to document the event. Root cause: the root cause of the revision was noted to be infection. However, the event cannot be confirmed and thus a root cause cannot be ascertained. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported that the patient's left knee was revised due to infection. A washout was performed and a 6x9 ps insert was exchanged for a new 6x9 ps insert. Rep confirmed that no further information will be released by the hospital or surgeon.